Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii and " lobulated contours and fluid accumulation along its folds (seroma)". This record is for the right side. Device remains implanted. Healthcare professional reported "small simple cysts" which are not device related.